Event description:
It was reported that the ventilators power supply was 'noisy' a ringing noise when vent is plugged into alternating current (ac) power. No patient harm reported. The customer reported that there were 5-7 possible units that also had a noisy power supply. The investigation is ongoing.

Manufacturer narrative:
Upon further investigation, this medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury.